Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, it is unknown if the generated remote alert was identified while the system was in clinical use, but no patient or user harm was reported to philips. No additional investigation or corrective action took place or has been provided by philips as no further information was available as the remote alert is outdated. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device displayed a remote alert indicating a geometry segment controller error, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.